Event description:
It was reported that during a supply change the connector would not turn when attached to a filled cartridge, although a new connector turned freely on its own; when attached to the cartridge, the connector locked and the user transitioned to backup subcutaneous insulin via pen. Symptoms included hyperglycemia with a reported blood glucose of 380 mg/dl and no other symptoms. Outcomes included delay to therapy and temporary change to backup therapy without need for medical intervention or hospitalization. Investigation included troubleshooting and user education by support, including verification of lot numbers, component substitution, and guidance to change supplies. Investigation of this case revealed that the issue resolved with replacement supplies and that the user could reconnect after the advised wait period. It was concluded that the event was related to an interaction between the connector and the cartridge during attachment, with resolution through supply replacement and no reported recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.